Manufacturer narrative:
Followup #2 - 10/31/2014. Correction - supplemental sent to correct information previously sent. The incident description has been updated to stated "pa testing results of the returned test strips changed the classification of the complaint to a reportable malfunction." Not the meter.

Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2014) correction: supplemental sent to correct information previously sent. The statement regarding the secondary issue found was documented incorrect the statement should have stated 'however, a secondary issue; the test strips were found to have shelf life exceeded'.

Event description:
This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. Pa testing results of the returned meter changed the classification of the complaint to a reportable malfunction. Device evaluation. The patient¿s meter and test strips were returned on and evaluated (B)(4) 2014 and (B)(4) 2014 respectively and evaluated. The reported issue could not be confirmed. The meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were tested and the primary complaint was not confirmed; however, a secondary issue of extra strip returned in the vial was observed. There was no indication that the product caused or contributed to an adverse event.